Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the patient had an initial meter result of 3.6 inr at 11:16 a.m. And another meter result of 2.7 inr at 11:21 a.m. Compared to a lab result of 3.9 inr at 1:30 p.m. On (B)(6) 2022 the patient had a meter result of 3.3 inr at 2:47 p.m. The patient's warfarin dose was held based on 3.3 inr result. The patient's daughter clarified that the result of 3.3 inr was done on (B)(6) 2022 and not on (B)(6) 2022 as indicated above. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is weekly.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. The meter and one test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient did not wait till countdown to stick her finger. According to the package insert, a flashing test strip and blood drop symbol appear and the meter begins a countdown. You have 180 seconds to apply blood to the test strip. At this time, the customer should perform a fingerstick. You have 15 seconds to apply the blood sample to the test strip after pricking the finger. Failure to do so within 15 seconds could result in an inaccurate reading. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.